Manufacturer narrative:
Evaluation: results: as received, the ipg would not communicate with a test standard patient and displayed error code #2501. The device was then charged with an external power supply and passed all functional testing. According to the eon mini dfu, there is adequate information for preserving the ipg when not in use. The dfu states that to preserve the ipg when not in use "recharge the ipg to its maximum capacity every 3 months while is it not in use." According to the details of this event the patient did not recharge the ipg for approximately nine months. As such, this is considered user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an ipg on (B)(6) 2009. It was reported that he had not recharged his ipg for approximately nine months following an automobile accident. In an effort to resolve this matter, the patient's ipg was replaced on (B)(6) 2011 and effective stimulation was recaptured. The explanted device was returned to the manufacturer.